Event description:
It was reported there was a loss of therapeutic effect. The patient started to shake ¿really bad¿ the day of report.

Manufacturer narrative:
Concomitant: product ID 7482a40, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 3387s-40, lot# v079716, implanted: 2008-(B)(6), product type lead. (B)(4).